Event description:
Ventilator attached to anesthesia machine displayed "power failure", went on battery and stopped working 20 mins later and shut off. Brain surgery in progress. Consultation between anesthesiologist, biomed and the on-call o.e.m. Tech. Decision to leave ventilator in place so as to not disrupt pneumatic system and interrupt medical gas flow. Manual ventilation until surgery completed (1.50 hrs). Ventilator removed from svc. Field svc tech confirmed power supply board failure.